Event description:
Event occurred in united kingdom it was reported that the patient experienced infusion sets came off event on (B)(6) 2026. The patient faced bleeding.

Manufacturer narrative:
Initial 4 of 6. Name (B)(6) street (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.